Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed the self test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. There were no unexpected insulin flow blocked alarms. The device had pump error 63 confirmed in pump history due to the cold solder joint at the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got insulin flow blocked alarm as well as hardware low level failures. The blood glucose level was unknown. The customer stated that the quick set was replaced with three new ones but insulin flow blocked alarm occurred again. The customer also stated that when self-test was performed, hardware low level failures occurred twice in a row. The insulin pump will be returned for analysis.